Event description:
It was reported that the device was not making q's. Device was evaluated on 03/01/07 and the device was found to produce straight shots.

Manufacturer narrative:
The subject product was found to produce straight shots. This was due to normal wear on a reusable device.